Event description:
Patient contacted dexcom technical support on (B)(6) 2010 to report that he experienced an inaccuracy in cgm readings during an extreme low. Patient's cgm reading was in the 60 mg/dl range, but his blood glucose was in the 20 mg/dl range. Patient was driving at the time of the event and crashed his car. Paramedics were called, and patient was taken to the hospital. Patient was fine at the time of his call to dexcom technical support.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.